Event description:
In february of 1997, purchased a kodak 2000 mammographic processing system from the kodak co. As part of this purchase, the hosp rec'd twelve (12) x-ray screens specifically designed for this application. During the annual inspection the inspector discovered that the test x-rays done on the screens disclosed that the devices were heavily mottled. A contaminant or other surface irregularity on the surface of 10 of the 12 screens caused discolorations of a generally round shape ranging in size from .5 cm to .75 cm. The extent of this mottling ranged from very little in two (2) of the screens, to involving as much as 65% of the visible area in the other ten (10) screens. Comparisons of the text x-rays of individual screens taken in february were done with those performed in august. The mottling patterns showed no increase or decrease in darkness or amount. This establishes that the contaminant was present at the time of delivery and that it was not a function of usage by the firm.